Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735737. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a pituitary tumor endonasal resection, an imprecision was observed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found the provided logs and archive provided no indication that a software anomaly contributed to the reported inaccuracy. The software appeared to be operating as intended. The archives showed a zone of accuracy that did not extend to cover the full cranium. Therefore, the alleged inaccuracy outside the zone of accuracy was possible. The trace pattern appeared to have contributed to the reported inaccuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient demographics updated. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to draping the patient, a yellow zone of accuracy was observed on the sinus area. It was noted that the surgeon as happy with the registration prior to draping. The surgeon opted to complete the procedure without the use of the navigation system.